Event description:
It was reported that the long term dialysis catheter had been used for more than half a year, during the period, part of the catheter had been allegedly detached. And the cuff was reportedly found detached.

Manufacturer narrative:
A lot history review (lhr) of rexe1439 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.